Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were non responsive and has to push multiple times. The customer's blood glucose level was unknown. The customer also reported that insulin pump was taking longer time to rewind and screen was hard to see in bright sunlight. The insulin pump will not be returned for analysis.